Event description:
According to the distributor's report, a physician called the inquiry nurse requesting info on the device. The pt had been treated in mexico for a laceration. During the procedure, some of the adhesive migrated to the eye. The eye was flushed and no bonding occurred. The physician was calling on behalf of the pt's relative to find out info on the device and eye exposure.